Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked from beneath the drip chamber (chamber to tubing junction). The issue was identified during patient infusion with total parenteral nutrition (tpn). The tubing and tpn was discontinued to resolve this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the affected product is ¿clearlink system non-dehp soln set¿, previously submitted as ¿unspecified access set¿. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which observed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber is according to specification. Additional priming was performed at the set with a sterile water which observed a leak in the same area. Dimensional testing was performed at the tubing, and it is according to specification. The reported condition was verified. The cause of the condition was due to improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.